Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the patient experienced dizziness, vomiting, black vision, loss of consciousness. The cgm was reading 83 mg/dl while the blood glucose reading was 32 mg/dl. The patient¿s mother tried to give the patient sugar water and called emergency services. Upon the ambulance arrival, the paramedics treated the patient with a glucose injection (meant to be glucagon). The patient regained consciousness after the treatment and was not taken to the hospital. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.